Event description:
It was reported by the affiliate that the (1) er320 was used during a laparoscopic cholecystectomy procedure. It was reported that the clip stopped at the tip of the applier after squeezing the handle. The clips did not perform properly and samples were sent back. There was no consequence to the pt. This product is being returned under airway bill.